Event description:
RMA was issued for the returned device. The nurse reported inserted the device without a problem, however a follow-up CT scan demonstrated the catheter did not penetrate the pia matter. No pt injury was reported. Unknown if the catheter produced accurate readings. In 01/2004 additional information was received, the device was removed and thrown away. The pt could not be monitored since the device was not in the correct place in the brain.